Event description:
Radiology tech was administering contrast via IV for CT procedure when the hospira macrobore extension set tubing split (approx 1.5 inches above the blue luerlock connection) spraying contrast dye on pt, tech and machine.